Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 74-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci). The patient had a medical history of coronary artery disease and renal insufficiency, with hypertension noted as an additional contributing factor. During support, red-colored urine was observed. The patient remains on support. The reported hematuria is a known risk associated with impella support and may be due to patient-specific factors such as underlying critical illness, renal insufficiency, hemodynamic instability, and hypertension, as well as the anticoagulation and purge requirements of the device as described in the instructions for use (IFU).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the positioning issue was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.